Event description:
Reason for revision: asceptic loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2013, product information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For batch (B)(4), there was no deviation. It was recorded a failure investigation report(2010-142). Parts were defective in appearance after polishing at subcontractor. The parts were compliant after retouching. X-ray analysis (by cpd leeds): the stem appears to be very small compared to the size of the femur. There is a substantial radiolucent line that extends from the lateral shoulder, down almost all of the lateral aspect of the stem. The is also a radiolucent line on the medial side. The extent of the radiolucent lines are around the stem suggests that it could be loose. The stem is in a varus position in the x-ray, however it is not possible to confirm if this was the result of implantation in this position or subsidence, without sight of the post operative x-ray. The combination of a relatively young patient, with high bmi and an undersized stem may be prone to implant subsidence due to higher joint loads and activity levels. No further analysis was possible because the product (stem) was not returned.